Event description:
Pt with a history of breast cancer. Patient has bone metastasis. Outpatient procedure for port insertion in right subclavian vein. Upon placement of the port, catheter fractured completely. Required removal and another port inserted.